Event description:
It was reported that during a primary pci, the physician noticed the balloon was not inflating to its full capacity in the distal end. He first tried inflating it gently with a syringe to its full 30 cc with no luck and later he tried to lower it a bit (pull it) in the aorta and nothing changed. The iabp had no alarms during this time and no strip was printed. As a result, the physician changed the balloon to a new 30cc which worked perfectly. There was a report of patient death; however, dr. Leon poles judged that the device did not cause or contribute to patient death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during a primary pci, the physician noticed the balloon was not inflating to its full capacity in the distal end. He first tried inflating it gently with a syringe to its full 30 cc with no luck and later he tried to lower it a bit (pull it) in the aorta and nothing changed. The iabp had no alarms during this time and no strip was printed. As a result, the physician changed the balloon to a new 30cc which worked perfectly. There was a report of patient death; however, dr. (B)(6) judged that the device did not cause or contribute to patient death.